Manufacturer narrative:
The serial number provided by the customer was not correct, so it was not possible to determine a manufacture date.

Event description:
The customer called for help with his meter. He alleged that he had received normal control test results in the range of 60-75 mg/dl. A normal control range was not provided, but should be around 115-165 mg/dl. No adverse events were alleged. The customer did not have his testing supplies with him at the time of the call, so troubleshooting was not possible a new breeze2 meter kit was sent to the customer. No product will be returned for evaluation.